Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleged the scissors are puncturing through the sterile barrier.

Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and the complaint was confirmed. The root cause is attributed to the packaging process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Corrective actions are in process. Corrections to boxes were made after the investigation identified the lot received was different than the lot initially reported.